Event description:
It was reported that this right ventricular (rv) lead has exhibited intermittent high out of range shock impedance measurements greater than 200 ohms. A review of the shock impedance daily measurement trend data indicated that the measurements were stable in the low 40 ohm range until approximately four months ago when the intermittent high out of range measurements began to occur. A cardioversion procedure was subsequently performed, and an in-range shock impedance measurement was noted. As a result, no adjustments to device programming were made. The rv lead remains in-service. There were no additional adverse patient effects.

Event description:
It was reported that this right ventricular (rv) lead has exhibited intermittent high out of range shock impedance measurements greater than 200 ohms. A review of the shock impedance daily measurement trend data indicated that the measurements were stable in the low 40 ohm range until approximately four months ago when the intermittent high out of range measurements began to occur. A cardioversion procedure was subsequently performed, and an in-range shock impedance measurement was noted. As a result, no adjustments to device programming were made. The rv lead remains in-service. There were no additional adverse patient effects. Additional information was received that this rv lead subsequently exhibited an alert for a high out of range pace impedance measurement. Boston scientific technical services (ts) reviewed remote monitoring data and noted that the rv pace impedance has been gradually increasing over the past year from 1400 ohms to the 1900 ohms range. Ts indicated the actual value that triggered the alert was not uploaded at the time of device data transmission but noted the upper alert limit is 2000 ohms and suggested that a patient-initiated interrogation could be performed if the clinic would like the actual measurement value associated with the alert. Ts stated there is no noise observed on the rv lead and noted the shock impedance measurements have been in the 60 ohms to 80 ohms range over the past year, which is within normal specification limits. The rv lead remains in-service. No patient symptoms or adverse patient effects were reported.